Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the damage to the implanted clip and the air embolism requiring additional treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip (81221u196) was implanted without issue. The second clip delivery system (cds 90109u185) was advanced, but the clip became stuck between the mitral valve and the chordae on the medial side. The cds was pulled back, but the clip interacted with the first implanted clip, causing the implanted clip to rotate horizontally on the valve. The second clip was able to be placed lateral to the first clip for stabilization. While deploying the second clip, the saline bag ran out, and air was introduced into the left ventricle (lv). The blood pressure dropped and air went into the coronary arteries. The clip was deployed and a balloon pump (impella) was placed to stabilize the patient. A 3rd clip was deployed on the medial side to further secure the first clip. Three clips were implanted, reducing the mr to 1-2. The balloon pump was removed and patient was in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any lot-specific quality issue. All available information was investigated and the reported difficult to remove the clip delivery system (cds) appears to be due to the user technique/procedural circumstances as difficulty was noted removing the device from the anatomy due to chordae entanglement. Additionally, the reported device caused damaged to another device also appears to be due to user technique/procedural circumstances as the second cds contacted and damaged the first implanted clip that subsequently resulted in its partial clip movement. However, the air emboli appears to be due to procedural circumstances as saline bag ran out of saline and air entered the left ventricle. The reported hypotension appears to be the cascading effect of the observed air emboli. The reported patient effects of air emboli and hypotension are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.